Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(4) 2014 the time between testing was two (2) hour. Reportedly, "milking" finger after finger stick and added multiple drops of blood. Additionally patient was taking lovenox (off label use) therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Customer was reported with aps. The current health status of the customer cannot be ruled out as a possible cause. Customer was reported to be using lovenox. Under 'limitations' in packing insert (pi) state, "this test should not be used for patients on heparin therapy." This constitutes off-label use. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.